Event description:
It was reported that pump displayed a cartridge change error when customer attempted to load cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer inspected cartridge o-ring and pump area with technical support guidance, confirmed no damage or debris, cleaned pneumatic tap area, and attempted to reload cartridge but was not successful until a new cartridge from specified lot was filled and loaded; after this, customer successfully completed load process and resumed insulin delivery.